Event description:
On (B)(6) 2012, the healthcare provider (hcp) was having difficulty during a refill procedure. The hcp expected 5.8ml of medication per interrogation of the pump. He aspirated the reservoir and was getting a mix of air and drug and ended up getting 6.2-6.5ml of drug and 4ml of air from the reservoir. They switched the syringe and then opened a new kit and were still getting 1-2ml of air with each aspiration. He thought he got about 6ml of medication and about 7ml of air total. It was noted that the pump has not been accessed until today and there was no problem at the last refill about a month ago. Later the same day, it was reported that the hcp was continuing to withdraw air; a total of about 10-11 cc. They did a lateral view x-ray and it was inconclusive, so they sent the patient for a CT scan. They attempted a dye study; however, they could not aspirate anything from the catheter access port (cap). The hcp initially stated the patient had never had therapeutic effect; he then stated the patient reported that he sometimes had relief and then sometimes did not since implant. They had been increasing the patient's medications. The patient's trial was successful; the patient had good relief. The hcp confirmed there had not been a history of volume discrepancies. During a troubleshooting attempt, they filled the pump with 5 ml of saline rather than 20 ml because they didn't want to push air through the system. They later decided to try to put 20 ml of saline in the pump. They were able to get it in and pull it out with no air. They then refilled the pump with drug. It was noted 'problem solved.' The device system was delivering morphine and bupivicaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).